Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 5fr sheath, after an interventional procedure. Reportedly, after clip deployment and removing the device arterial blood flow was still visible, no hemostasis was achieved. Manual arterial compression was applied for 20 minutes to achieve hemostasis. The clip remains in the patient. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device found the device was fully clip deployed and the thumb advancer was retracted about 3 inches from the finish position. Clip tine marks were observed on the carrier tube indicating the clip was loaded onto the tube. There were no abnormal observations or device damage. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.